Event description:
It was reported that the patient underwent a l3-4 decompression and fusion. One month post-op, radiographic images showed a loose setscrew.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional product information. Review of radiographic films showed the right l3 setscrew loosened.